Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s pump stopping due to a loss of external power was confirmed via log file analysis; however, the reported event of the alarms being quieter than expected was unable to be confirmed. Provided information stated that the patient fell asleep on battery power and woke up to find their pump completely off. The event log files did not contain data from the event as it was overwritten, but the controller periodic log file contained approximately 10 days of data (25may2024 to 05jun2024 as per timestamp). At 05:19:08 on 03jun2024, a no external power alarm had activated due to the batteries depleting completely. The backup battery supported the system for at least an hour before also completely depleting, resulting in the controller powering down, stopping the pump. The pump was off for an unknown amount of time but appeared to restart without issue when the patient replaced the batteries. There were no other notable events in the log file. Multiple attempts to determine if the patient had experienced adverse effects from the pump stop have been attempted, but to date, no response has been received, and no further attempts will be made. The root cause of the complete loss of power was determined to be user error in the patient sleeping on batteries allowing them to fully deplete. The root cause for the diminished alarm sounds was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage, no external power, and power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell asleep on batteries and did not hear the alarms blaring. When they woke up their left ventricular assist device (lvad) was completely off. The patient also mentioned the sound on their lvad seemed lower than it used to be in general. The event log files no longer contained data from the timeframe of the complete loss of power, but the periodic log files contained some data regarding the events. As of (B)(6) 2024 at 6:19:17, the patient was at nearly fully charged batteries. On (B)(6) 2024, the following events occurred. At 2:19:09, the low power advisory alarm flag was active. At 3:19:08, the low power advisory alarm flag was still active. At 4:19:08, the low power hazard alarm flag was active. At 5:19:08, the no external power alarm flag was active. The emergency backup battery (ebb) supported the system. The pump speed was 5000 rpms. At 6:19:07, the no external power alarm flag was still active, and the ebb supported the system. The pump speed remained at 5000 rpms. At an unknown time, battery power was connected to the system controller. The pump speed was 5200 rpm. The date/time stamp was recorded as (B)(6) 2000 at 0:59:59 which indicated a total loss of power occurred. The total pump off time was unknown. The event log files indicated the system clock was synced to a system monitor on (B)(6) 2022 at 21:50:00.